Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported failure of the downstream occlusion preventative maintenance test could not be reproduced through eval. The unit passed downstream occlusion testing in accordance with preventative maintenance procedure as well as baxter's service procedure. The pump was calibrated and tested to ensure further accurate downstream occlusion detection.

Event description:
It was reported a spectrum pump failed to downstream occlusion test during preventative maintenance testing. The pump reportedly did not alarm until 25 psi on the medium downstream pressure testing. It was also reported that there was no pt involvement.